Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported high, out-of-range pacing impedance measurements.

Event description:
It was reported that during testing with the device after the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of 3,000 ohms. The lead was verified to be in the correct position. A new intervention was performed; however, the helix on this lead was not functioning and a fracture was suspected. This lead was explanted and a new lead implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during testing with the device after the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of 3,000 ohms. The lead was verified to be in the correct position. A new intervention was performed; however, the helix on this lead was not functioning and a fracture was suspected. This lead was explanted and a new lead implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.